Event description:
Left pieces of tampon behind- vagina [foreign body in reproductive tract]. Broken tampon...left pieces of tampon [device breakage]. When removing one...broken tampon...left pieces of tampon [complication of device removal]. Case description: consumer reported via social media that when she removed tampon, it was broken and left pieces behind. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.